Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had a lead replaced recently. The reporter stated they were not sure exactly what happened or why it had to be replaced. It was noted the patient lost control of right side therapy. It was further noted a manufacturing representative was not able to get stimulation where the patient needed. Additional information received reported the patient was only getting stimulation in their right least affected leg. The reporter stated the left side only stimulated the patient¿s abdomen and ribs. It was noted a manufacturing representative reprogrammed the patient¿s implantable neurostimulator (ins) and only captured the patient¿s right leg from their knee to their foot. The reporter stated the manufacturing representative tried to program stimulation into the patient¿s left leg prior to the revision surgery. It was noted the ins was depleted and could not be programmed post operation. It was noted the patient had an appointment with their healthcare professional on (B)(6) 2013. It was noted the patient had great stimulation to their left leg following the lead revision. Additional information was requested, but was not available as of the date of this report.